Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to dial in remotely. The ccc connected to the customer's centralink and reviewed the instrument data. The ccc found an "in check range" flag for the initial result and a comment of "held for confirmatory". The ccc found that the result was manually validated and uploaded by a customer user. The ccc found centralink functioned as specified. The ccc found that the customer's quality control (qc) was a severity level of 5. Due to the severity, an invalid test was reflexed and the comment "invalid result" was added to the assay result. As per support bulletin a00.843.25.04.02, if the qc or instrument flag severity of a result indicates that it is invalid, centralink will hold the result in review, generates an invalid result indicator test, adds invalid result comment to result, applies a "previous result was invalid" comment and does not order further tests. The operator must manually order all subsequent reruns and manually validate the result(s). The cause of the confirmatory test not being run after an initially positive patient result was due to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a confirmatory test was not run for an initially (B)(6) patient result for (B)(6) on their centralink data management system. The initial result was held in review. The result was flagged "in check range" and a comment of "held for confirmatory" was found. The initial ((B)(6)) result was reported out to the physician(s), which was questioned. The patient was redrawn and tested, resulting (B)(6). A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the confimatory test not being run after an initial (B)(6) result.